Event description:
Reportedly, real time egm is not available in the rms report dated(B)(6) 2024

Manufacturer narrative:
Review of the provided data revealed: - the rms report dated (B)(6) 2024 displayed data recorded during the night of (B)(6) 2024; - egm real time could not be recorded, because a rvat episode was already in progress. In this case egm real time is not recorded. Based on available data, no issue is suspected on this device. This case will be retained and utilized for trending purposes.

Event description:
Reportedly, real time egm is not available in the rms report dated 31 july 2024.